Event description:
Customer alleges multiple false positive troponin (tni) results with meter, but could only provide info on one instance: date: (B)(6) 2012, initial tni: 0.11, repeat tni: <0.05. The site uses the following cutoffs: <0.05 as normal; 0.05-0.39 borderline abnormal; >=0.4 as abnormal.

Manufacturer narrative:
(B)(4). No false positives or high bias in tni recovery was observed. Product was never returned to product support. (B)(4) was opened to address elevated tni at low end concentrations.